Event description:
The distributor contacted animas on (B)(6) 2014 alleging the patient was hospitalized on (B)(6) 2014 while on insulin pump therapy. The distributor reported that the insulin pump had given several alarms that the pump was not filled; the pump emitted an alarm that no cartridge was detected. The user reportedly replaced the battery and attempted to rewind, fill and prime the pump; however, the pump continued to give the alarm that the pump was not filled. It is unknown if the insulin cartridge and infusion set was changed in an attempt to resolve the prime issue. The distributor reported that there was no record in the alarm history of the alarms given by the pump. The patient was reportedly hospitalized due to the alleged load step malfunction issue. The patient reportedly received a replacement pump and was discharged from the hospital. This complaint is being reported because the patient was reportedly seen at the hospital for an unspecified emergent issue related to the pump¿s alleged load step malfunction. The alleged malfunction was not resolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2014 with the following findings: review of the black box and download history revealed the last basal delivery was made on (B)(4) 2014 at 7:09 pm. The pump was manually suspended from (B)(4) 2014 at 7:10 pm until (B)(4) 2014 at 1:03 pm. There are several warnings recorded in the black box alerting that the pump was suspended during this time. There was no activity outside of normal use recorded in the black box. ¿loss of prime¿ warnings recorded were associated with cartridge change. The total daily doses added up to correctly to reflect the user¿s programmed settings for basal rate target. The pump was exercised for 29 hours without the occurrence of loss of prime and the pump was found to be delivering as intended. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the distributor also alleged the pump experienced a loss of prime.